Event description:
Surgeon complained that castro needle driver (jarit #121-231) was not holding suture correctly. After inspection castro was found to have a fragment on the inside tip of the castro missing. Fragment was approx 3-5 mm in length. Surgeon was asked if it had been like that for the entire case and he said "I don't know" therefore unsure whether castro was damaged prior to start of procedure or if fragment broke off during procedure. Surgeon was informed of missing fragment. Chest x-ray was offered which surgeon agreed to. X-ray was done and read negative for any retained fragments by the radiologist.